Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure as well as the motor arm cannot communicate with the main arm alarm. Customer¿s blood glucose level was 68 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that the perform a self-test and the test did not pass. Customer troubleshooting was performed. The insulin pump will be returned for analysis.